Event description:
Sorin group (B)(4) received a complaint reporting that, although the system was not setup to adjust flow automatically, the pump speed decreased automatically when the pressure warning limit was reached. The issue was detected during installation. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. The manufacture date will be provided in a follow-up report. Sorin group (B)(4) manufactures the cp5 centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Eval of the returned device confirmed the issue. Sorin group (B)(4) determined that the issue was related to a software problem. The software was updated. Verification testing and the reported problem was resolved. No further info is deemed necessary at this time.